Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("severe menstrual bleeding") and hirsutism ("facial hair growth"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). In (B)(6) 2016, the patient experienced post procedural complication ("complications from the surgery") and procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia, hirsutism, post procedural complication and procedural pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, hirsutism, post procedural complication and procedural pain to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing abdominal pain. She underwent a hysterectomy approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("severe menstrual bleeding"), uterine haemorrhage ("aub"), genital haemorrhage ("abnormal bleeding (general)") and bladder injury ("bladder problem/bladder injury") in a 28-year-old female patient who had essure (batch no. 809797-inv, 809707-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included follicular cyst of ovary, cervical dysplasia, low grade squamous intraepithelial lesion and perineoplasty (for menorrhagia performed on 17nov2016). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), the first episode of hirsutism ("facial hair"), stress ("stress") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In november 2016, the patient experienced post procedural complication ("complications from the surgery"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 17-nov-2016, the patient experienced bladder injury (seriousness criterion medically significant) and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), the second episode of hirsutism ("facial hair growth"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy / salpingectomy / oophorectomy (one side)/abdominoplasty), surgery (total vaginal hysterectomy with bi salpingectomy with perino plasty), surgery (total vaginal hysterectomy with bi salpingectomy with perino plasty), surgery (total vaginal hysterectomy with bi salpingectomy with perino plasty) and surgery (bladder repair). Essure was removed on 17-nov-2016. At the time of the report, the abdominal pain, menorrhagia, uterine haemorrhage, genital haemorrhage, bladder injury, the last episode of hirsutism, post procedural complication, procedural pain, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue, pelvic pain, abdominal distension, stress, anxiety and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder injury, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, procedural pain, stress, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of hirsutism and the second episode of hirsutism to be related to essure. The reporter commented: ater the implant she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-dec-2013: total bilateral occlusion ultrasound scan vagina - on 12-dec-2013: total bilateral occlusion concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage(confirming genital haemorrhage) most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid ) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("severe menstrual bleeding"), uterine haemorrhage ("aub"), genital haemorrhage ("abnormal bleeding (general)") and bladder injury ("bladder problem/bladder injury") in a 28-year-old female patient who had essure (batch no. 809797, 809707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included follicular cyst of ovary, cervical dysplasia, low grade squamous intraepithelial lesion and perineoplasty (for menorrhagia performed on (B)(6) 2016). On (B)(6) 2013, the patient had essure inserted.in 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), the first episode of hirsutism ("facial hair"), stress ("stress") and anxiety ("anxiety"). On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced post procedural complication ("complications from the surgery"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder injury (seriousness criterion medically significant) and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), the second episode of hirsutism ("facial hair growth"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy / salpingectomy / oophorectomy (one side)/abdominoplasty), surgery (total vaginal hysterectomy with bi salpingectomy with perino plasty), and surgery (bladder repair). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, uterine haemorrhage, genital haemorrhage, bladder injury, the last episode of hirsutism, post procedural complication, procedural pain, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue, pelvic pain, abdominal distension, stress, anxiety and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder injury, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, procedural pain, stress, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of hirsutism and the second episode of hirsutism to be related to essure. The reporter commented: ater the implant she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage(confirming genital haemorrhage) most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new event: uterine haemorrhage was added. Reporter, concomitant diseases, product lot number updated. Event "menorrhagia" upgraded. On 1-mar-2018: mr received: reporter, concomitant disease updated. Processed with fu3 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and bladder injury ("bladder problem/bladder injury") in a 28-year-old female patient who had essure (batch no. 809797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), the first episode of hirsutism ("facial hair"), stress ("stress") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced post procedural complication ("complications from the surgery"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder injury (seriousness criterion medically significant) and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced menorrhagia ("severe menstrual bleeding"), the second episode of hirsutism ("facial hair growth"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy / salpingectomy / oophorectomy (one side)/abdominoplasty) and surgery (bladder repair). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, bladder injury, menorrhagia, the last episode of hirsutism, post procedural complication, procedural pain, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue, pelvic pain, abdominal distension, stress, anxiety and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder injury, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, procedural pain, stress, urinary tract disorder, vaginal haemorrhage, the first episode of hirsutism and the second episode of hirsutism to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number added. The following events were provided: abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), fatigue, pelvic pain female, genital bleeding, facial hair, bloating, stress, anxiety, genital bleeding, bladder disorder, urinary tract disorder. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing abdominal pain. She underwent a hysterectomy approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.